Event description:
A medtronic ent representative reported that, while in a frontal endoscopic sinus surgery (fess) procedure, the surgeon could not verify the straight suction, axiem. The surgeon stated that after multiple attempts she was able to verify the straight suction, axiem and it was 1cm inaccurate. The procedure was completed with the use of the fusion navigation system. No negative impact to the patient was reported.

Manufacturer narrative:
Patient information was unavailable from the site, however, has been requested. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. Medtronic representative went to the site and tested the straight suction, axiem. The medtronic representative was able to verify the suction without issue and navigate accurately with the suction. The suspect device is not expected to be returned to manufacturer for further evaluation. No further issues have been reported.

Manufacturer narrative:
Patient age, genger and weight are provided.